Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, a pinhole at the edge part of the balloon ruptured upon second inflation at 12 atmospheres for 15 seconds. The device was removed without any issue and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.